Event description:
It was reported during insertion of the intra-aortic balloon (iab), blood was found in the tubing. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior and interior of the catheter tubing. A visual inspection of the device found the stat-gard sleeve to be torn/cut at approximately 37.8cm from the sheath seal tip. A catheter tubing kink was also observed at approximately 72.9cm from the iab tip. Lastly, a catheter tubing break was observed at approximately 76.7cm from the iab tip. An underwater leak test of the balloon, y-fitting, catheter tubing and extracorporeal tubing was performed and a leak was detected at the catheter tubing break site. The break found on the catheter tubing appears to have been caused by a sharp object. However, we are unable to determine when this may have occurred. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), blood was found in the tubing. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: date of report, concomitant medical products, MFR site, premarket identification, type of report, follow up type, device evaluated by MFR, adverse event problem, additional MFR narrative. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint # (B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), blood was found in the tubing. The balloon was replaced to continue therapy. There was no reported injury to the patient.